Event description:
It was reported patient underwent an ankle procedure on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. During the procedure, the proximal screw would not engage into the nail. The procedure was completed without the proximal screw. A 40 minute delay occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.